Event description:
It was reported that the balloon did not deflate. After a while, the balloon deflated but customer used another catheter just in case. No patient complications were reported.

Manufacturer narrative:
Device not returned.